Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a laparoscopic total gastrectomy, some clips were not fed into the jaws properly (two clips came out at a time) and some clips were malformed (teardrop-shaped clip was formed). Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n90a7p. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 9 clips as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. It is known from the history of the device that the condition of the jaws and the handle post broken may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the damage found. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.